Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code. Our field service engineer investigated the ventilator on site and could not reproduce any error or failures. No abnormalities found during ventilation and functional tests were approved. No further issues have been reported. The device logs were not provided. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator generated a technical error code. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).